Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that it got stuck around a patient and would not open via the pendant. It occurred intra operatively and there was less than an hour delay to the case. No reported impact to the patient.

Manufacturer narrative:
The manufacturing representative (rep) visited the site to test the imaging system and found that the dingus was disengaged and inserted into the wrong hole. The unit was re-engaged and re-homed, and a full system checkout was completed. The unit is ready for clinical use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.